Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs from start of use to end of logs. No factory reset was found in the logs. Body weight was found to be changed on 2024-02-15 from 97 to 100. Audio setting was found to be repeatedly changed in the logs. All cgm glucose alerts were set to "true" (on) except for cgm fall rate. All cgm glucose alerts were toggled between "false" (off) to "true" on 2024-02-23. Limited access mode had been set and disabled multiple times prior to the event and was not enabled the night of the event. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows four periods of hypoglycemia starting 9:29pm on 2024-03-05 in to the 2024-03-06. The first two periods last each last 25 minutes before coming back into range. The lowest cgm reading is 40 mg/dl. The third period of hypoglycemia lasts 50 minutes with the lowest cgm glucose reading 57 mg/dl before coming back into change for a very short time. The fourth period of hypoglycemia begins at 12:49am on 2024-03-06 and lasted for 1 hour and 50 minutes with the lowest cgm glucose reading 39 mg/dl. The ilet suspended dosing on 2024-03-05 at 8:34pm when the cgm glucose was 241 mg/dl and dropping. Insulin dosing remained suspended through all periods of hypoglycemia. No evidence of device malfunction could be found in the engineering logs. Data indicates that multiple tubing fill operations occurring in quick succession were found prior to low events (cgm glucose below 75mg/dl). Review of motor data indicates that the ilet did not make basal delivery requests for insulin during these low events. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report and device logs it was determined that the ilet operated as intended. The assignable cause is likely related to the misuse of the fill tubing operation while connected to the ilet, resulting in unintentional insulin delivery and hypoglycemia. The cds discussed these findings with the user's mother. The user remains off the ilet at this time.

Event description:
On 3/6/24 a beta bionics clinical diabetes specialist (cds) was informed of an ilet user, hospitalization due to a low blood glucose (bg) event. The father reported he was informed by the user's mother that "the ilet delivered the entire cartridge of insulin." The father reported the user was stable but was still in the hospital. The mother contacted beta bionics shortly after and reported on the night of 3/5/24, the ilet delivered a significant amount of insulin within a short period of time. She noticed the ilet was showing (B)(6) units of insulin available and within a couple of hours the ilet was showing 14 units left. The user was given juice and food to bring their bg levels back up. The mother reported the ilet user did lose consciousness and the paramedics were called. The user was brought to the hospital and admitted to hospital. The ilet user was treated with 5% and 10% dextrose for about 6-8 hours. The mother reported when admitted to the hospital the user's bg was 29 mg/dl. As of (B)(6) 24 the user was still in the hospital but was eventually discharged and remained off the ilet. On 3/12/24 the cds followed-up and spoke with the user's mother. The mother indicated that she believes that user completed fill tubing events after going to bed in an attempt to get additional food. The mother noted that she was aware of the ilet's limited access mode but that it was turned off.